Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the implant procedure prior to placing any devices into the patient, neuromonitoring indicated a decrease in motor response in the right leg. The procedure was stopped and there have been no reports of further complications regarding this event. The patient may be implanted in the future.